Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an emergency revision due to possible infection. Symptoms included redness and swelling. The physician opened the old scar and no infection was found. The incision site was washed out and sutured back up. The patient presented with redness to left occipital incision.